Event description:
A hospital nurse reported that a high frequency cable sparked, flamed and broke into two pieces during a procedure. There were no injuries related to the occurrence. The age of the cable and date of purchase are unknown.